Event description:
It was reported to boston scientific corp that a resolution clip device was used during a procedure performed in 2009. According to the complainant, during the procedure the clip was advanced out of the sheath, but it could not be opened, when the physician increased pressure, the clip detached and fell into the pt. The physician did not retrieve the clip and had no concerns with the clip passing naturally through the pt's body. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Difficulty opening. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.